Event description:
It was reported that the patient died 2-3 weeks after a pulmonary vein isolation procedure that was performed on (B)(6) 2024. The cause of death is unknown. There were no performance issues during the procedure with any abbott device. Further information has been requested but is not available at this time.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The tactisys log files returned were in a file format that was unable to be analyzed by the log viewer program. Therefore, no log file analysis was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event, and the cause remains unknown.

Event description:
This report includes an update to the health effect clinical code.

Manufacturer narrative:
Additional information: b5, g3, h2. Corrected data: h6.